Event description:
According to the reporter: during removal of the bag from the patient cavity, the bag broke. No spill into patient cavity was noted. Another ecatch10g was used to finish the case. There was no report of patient injury. Reportedly, the device will be returned to manufacturer for examination.

Manufacturer narrative:
Date of report: 17-october 2007.